Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. It was reported that the ventilator was used in conjunction with a high frequency jet ventilator (hfjv). The reported tandem use of a hfjv implies that the hfjv is connected to an et tube adapter and it induces a ¿jet¿ of gas out of the adapter into the airway. The measured inspiratory values would be as per the set parameter values but the measured expiratory values would include the values of the hfjv and therefore, the measured expiratory values would not reflect the parameter settings and will lead to generation of appropriate alarms. The hfjv is not a validated system for use with the servo-u and servo-n ventilators. Therefore, some consequences of its use with our ventilator might be unknown to us.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).